Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a procedure, the bar of the inserter that goes across the ears snapped off while inserting the rod. The broken fragments were retrieved and the surgeon used another inserter to complete the procedure. There was no harm to patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the bar of the inserter was fractured through the threaded hole as described in the complaint description. Other than that, the instrument shows normal wear and tear. The exact cause cannot be defined, therefore this complaint is indeterminate from a manufacturing. An internal corrective action has been opened to address this issue.